Manufacturer narrative:
Initial reporter facility: the user facility address is not available, the corporate headquarters information was used instead. Investigation summary: one sample was received. It has the plunger rod-rubber stopper, no tip cap, and it has 3ml of saline solution; the rubber stopper is at 4.5ml. The plunger rod was removed from the syringe. No manufacturing issues were experienced during the production of these products. The barrel has a retaining ring at the inner barrel wall so the plunger rod stops at that point. The plunger rod was assembled back into the syringe and verified the performance pushing the plunger rod down. It worked with no issues. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause, off label use. The syringe is designed to flush the IV lines by pushing the plunger rod down, not to pull the plunger rod up and removing it from the syringe. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that one syr 10 ml fil saline shortlength plunger rod has been found with stopper separation from the plunger during use. The following has been provided by the initial reporter: it was reported that the plunger rod separated from the stopper and pulled out of the syringe. Event description per attached email states: date of occurrence: (B)(6) 2019. Product item number: 306499. Lot number: 9002663. Description: ¿plunger pulled out of flush.